Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the clear insulation became damaged. There was no injury to the pt and another device was used to complete the procedure. Upon initial inspection of the device at covidien, it was observed that the webbing was protruding from the hinge.